Event description:
It was reported that the customer was at the emergency room due to high blood glucose of 435 mg/dl. The caller sated that the battery cap from the insulin pump was damaged and could not be removed. The call was disconnected, and attempted to contact the customer with no results. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.